Event description:
An attempt was made to implant this device however the atrial setscrew did not work. The physician tried several times to connect the atrial lead and finally switched to a new device.